Event description:
A physician performed a novasure ablation procedure concomitantly with the essure micro-insert implantation procedure. While performing the novasure ablation, a perforation occurred and the ablation procedure was aborted. The physician proceeded with the essure micro-insert implantation. Following completion of placement of the essure micro-inserts, the physician noted the presence of hypervolemia and a significant volume of fluid on the patient's abdomen. The physician performed a laparoscopy to remove the fluid and discovered a perforation at the left micro-insert. The left micro-insert was removed, the perforation was cauterized and a laparoscopic tubal ligation was completed on the patient.

Manufacturer narrative:
IFU statement: there are no data to support the use of ablative technologies concomitantly with essure, therefore, it is not recommended. IFU warning: do not perform the essure procedure concomitantly with endometrial ablation. MDR is being reported outside of the 30-day time frame because this was initially evaluated as not reportable, but later review of this complaint resulted in a determination that the event is reportable.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.